Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed; the device was in need of service. It was found that the upstream occlusion(uso) seal was buckling. The uso seal was replaced.

Event description:
It was reported that the pump shows "service needed message" and had a bad screen. There was no patient involvement and harm.